Event description:
Hosp personnel reported on 11/21/96 that they could not disarm the injector when touching the injector head panel. Further follow-up on 12/31/96 found that hosp personnel had been trying to stop the injection during an extravasation.